Event description:
The customer reported, she took "two doses of 25 "mg" of insulin due to her freestyle freedom blood glucose meter reading of 368 mg/dl" and then having symptoms of "mood swings and being incoherent." The paramedics were called and took her to the milford hospital where she reported being treated with "orange juice and an unk intravenous solution" to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.